Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). The device power consumption has been increasing and is expected to continue to increase. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). The device power consumption has been increasing and is expected to continue to increase. To date, the device remains in service. No adverse patient effects reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). The device power consumption has been increasing and is expected to continue to increase. To date, the device remains in service. No adverse patient effects reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). The device power consumption has been increasing and is expected to continue to increase. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.